Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms or prime anomaly noted. No piston anomalies noted during testing. Unit functioned properly. Unit received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 600 mg/dl. The customer reported the alarm was resolved by a complete set change. The customer doesn't want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. Customer would like the pump replaced. The customer was advised that we are sending pump replacement. The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 600 mg/dl. The customer was admitted to the hospital. The customer cause of hospitalization was ketones. Customer was admitted to emergency room. Customer was not wearing the pump at time of hospitalization. The customer was advised that we are sending replacement pump.